Event description:
It was reported that the patient¿s daughter expressed concern that the insulin delivery system had administered 180 units of insulin over a 36-hour period. Upon review of the patient¿s data, no such insulin delivery was observed, and insulin usage remained far below that amount. She stated that during a supply change, the insulin cartridge appeared to show 175 units available, despite the patient typically using approximately 70 units per day. It was believed that the cartridge may have not been completely full at the time of the supply change. The patient was reported to have remained in range for most of the day, with no indication of a bent cannula or any observed insulin leakage. The patient¿s daughter also reported that the device had given too much insulin and caused a low blood glucose event that morning. The system appeared to be functioning appropriately, suspending insulin when glucose was dropping and providing corrections as expected. The patient experienced a low blood glucose level of 66 mg/dl, which lasted approximately 20 minutes. No backup therapy was used, no ketone testing was performed, and no professional medical intervention or additional assistance was received. No immediate health effects were reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.